Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with prosthetic infection. Due to the pain from the infection and the difficulty with pressing the pump, the patient was unable to cycle and inflate the device. The patient underwent a surgical procedure to explant the ipp and implant a new tactra malleable penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) was unable to be performed because the device was not returned to boston scientific. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The reported pain, infection, and difficulty cycling the device are anticipated in nature and documented in the instructions for use and hazard analysis. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the events are documented as adverse events of the surgical implant of the device. The labelling documentation does include pain, infection, difficulty with inflation, and inflammation; therefore, the reported events are known inherent risks with ipp.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with pain, a prosthetic infection, and inflammation. Due to the pain from the infection and the difficulty with pressing the pump, the patient was unable to cycle and inflate the device. The patient underwent a surgical procedure to explant the ipp and implant a new tactra malleable penile prosthesis. No further patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with pain, a prosthetic infection, and inflammation. Due to the pain from the infection and the difficulty with pressing the pump, the patient was unable to cycle and inflate the device. The patient underwent a surgical procedure to explant the ipp and implant a new tactra malleable penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
Correction made to h6 patient codes.